Manufacturer narrative:
Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2026. During the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fully recovered.